Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The electronic ventilator was replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for a ventilator failure. There was no report of patient involvement.